Event description:
It was reported that the patient's blood glucose levels reached 320 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The soft cannula was not observed to be bent or kinked. The download data did not show any timeouts or drive stalls that would indicate a struggle to deliver insulin.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod dash¿ insulin management system. D2a - common device name changed from unavailable to pump, infusion, insulin. D2b - procode changed from unavailable to lzg. Correction to d(4): model no changed from 19191 to 18325. Catalog no changed from zxp425 to ble-p1-525. Unique identifier (UDI) # changed to (B)(4).